Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged high bg issue could not be verified. Additionally, the alleged cartridge air bubble issue could not be verified. The cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was between 315-360 mg/dl. Customer administered manual injections and adjusted personal profile settings to address bg level. Customer alleged pump was the suspected cause of the elevated bg. Pump system check with tandem technical support found air bubbles coming out of the cartridge into the tubing. Reportedly, the customer maintained that there was an issue with the pump. The customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.